Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/05/2020. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2020 and the suture was used. During surgery, the needle separated from suture and x-ray needed to be done to find the needle. The surgery was delayed. It was also reported that the needle was found and patient unharmed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/15/2020. A manufacturing record evaluation was performed for the finished device vcp684h; pgbcthw0 number, and no non-conformances were identified. Additional h3 investigation summary: it was reported pull off - suture needle. One empty opened foil and one used suture of product code vcp684, lot pgbcthw0 were received for analysis. During the visual inspection of the opened sample, body fluids along of strand and the end of the suture was cut that appears to be by the use of a surgical instrument could be observed. The needle was not returned for analysis. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance pull off - suture needle suggests an improper handling.